Event description:
It was reported that during the pulse generator interrogation there was no capture on the ventricular lead. An x-ray revealed that the lead dislodged. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.